Event description:
A feeding tube was placed on (B)(6) 2012, by an anesthetist who confirmed the position of the tube via x-ray. On (B)(6) 2012, the pt had another x-ray (for a separate reason) and they incidentally found that the tip had come away from the tube. The tube was withdrawn from the pt on (B)(6) 2012, and the tip was allowed to pass safely through the pt.

Manufacturer narrative:
No injury was reported. The lot number was not reported and no sample was returned for eval. Due to this no definitive conclusion can be drawn. Previous testing conducted showed more than 5 lb of force is required to break the tip of the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.